Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. However, the physician did not complete the confirmation process as outlined in the instructions for use prior to the deployment of the device. The pt complained of a sharp pain at the time of deployment. Immediately afterwards a hematoma began to form which was controlled by manual pressure. Approx 25 minutes later after the tension spring and tamper tube were removed (per procedure), oozing was noted from the puncture site. Manual pressure was applied and the bleeding was again controlled. Approx forty-five minutes later the pt got up to void. Immediately following, arterial bleeding was noted. Manual pressure was held for approx 20 minutes with hemostasis achieved. As on 8/25/98 there has been no further report to the MFR of complication or pt sequelae.